Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 286-394 mg/dl. The customer delivered boluses via the pump to stabilize bg levels. The customer was unsure on what could have contributed to elevated bg levels. The customer stated that this is "not out of the ordinary for her and frequently has fluctuations in bg's for the entire time she has been a diabetic and therefore the high bg could be independent of the performance of the pump and supplies." During the call with tandem technical support a system check performed indicated that the pump was operating as expected.